Event description:
During troubleshooting a warming solution message on the homechoice (hc) unit during the last fill, the caregiver (cg) reported that there was air in the patient line after priming. The technical services representative (tsr) explained about visually checking the patient line before connecting the home patient (hp) and about repriming the patient line. The tsr suggested that the cg call back if there were any problems with priming the patient line. During a follow up with the hp regarding the air in the patient line, it was revealed that the hp had resumed therapy with new supplies and was able to continue without any problems. The hp stated that nothing unusual was noticed with the supplies. The hp stated everything was going well. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for air in the patient line after priming. Per the complaint information, baxter global technical services representative explained about visually checking the patient line before connecting the patient indicating that the patient hadn't done so. Hence it is unknown if the line was adequately primed. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the air was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.